Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 62mm distally across the balloon material. It was not possible to inflate the balloon due to the tear in the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device as it encounters resistance when crossing the lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13jan2020. It was reported that balloon inflation failure occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon did not inflate even after several attempts. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon longitudinal tear.